Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that customer service department of olympus (B)(4) found that the internal metal part had been exposed from the bending section of subject device during the incoming inspection. Furthermore customer service of olympus (B)(4) found following; there was leakage of the bending section. The light guide lens was broken. The venting connector was deformed. The endoscopic image was unclear. Olympus (B)(4) staff contacted the user facility and received the following comments from the user facility; the breakage of the subject device happened gradually. The image became deteriorated gradually. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the device. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause could not be determined, but it was surmised that the leakage of the bending section and the internal metal part was exposed from the bending section occurred due to excessive bending stress applied to the bending section by the user. Omsc stated the appropriate handling in the instruction manual of enf-xp.